Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging he was unable to test on his onetouch verio iq meter because it was powering off during use. The medical surveillance specialist (mss) was unable to contact the patient for additional information. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during (B)(6) 2012. The patient reported using self adjusting insulin to manage his diabetes. The patient reported in response to the alleged issue, he made no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported due to the meter reading incorrectly, he developed symptoms of ¿seizures and coma¿ during (B)(6) 2012. The patient reported on an unknown date and time he was ¿hospitalized¿ and was ¿put on a ventilator.¿ it is unclear if the patient received any blood glucose readings prior to the start of the alleged issue. It is unclear if the patient developed any symptoms prior to the alleged severe symptoms. It is unclear how the patient was transported to the hospital, and if any blood glucose readings were obtained en route to the hospital, and upon arrival to the hospital. It is unclear if the patient received any treatment while in the hospital for an acute complication of diabetes. It is unclear if the patient was treated for any additional co-morbidities while hospitalized. The cause of the reported ¿seizures and coma¿ was unconfirmed. At the time of troubleshooting, the cca noted it was not the first time the meter had been used, and there was no misuse of the subject meter. The alleged issue was not resolved with training. Based on the information provided, this complaint is being reported as an adverse event since the patient claims due to the alleged power issue, he was unable to test, therefore developed symptoms suggestive of a severe complication of diabetes and required treatment from a healthcare professional.